Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020- 06729. Related manufacturer reference number: 2938836-2020- 06730. It was reported that the patient had a swollen pocket at the inferior portion of the pocket. There was no pocket erosion but showed signs of inflammation. The entire system was extracted. The patient was stable.